Event description:
Procedure: lap nissen. According to the reporter: the needle popped off making the suturing difficult. The needle fell into the pt's cavity and was retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).